Event description:
Customer reportedly received results of 859 mg/dl, 400 mg/dl and 59 mg/dl all within 10 mins on the accucheck active s system. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.